Event description:
Complainant alleged that clinicians were attempting to defibrillate a pt (gender unknown), but device did not charge on their first attempt to administer a 200 joule shock. Clinicians then turned the device off/on and the device successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The facility's biomedical engineering department was unable to duplicate the reported event.